Event description:
Additional information received from the patient reported that the circumstances that led to the reported issue were pain in the vaginal/rectal area. The patient changed to channel 3 at 0.90 which was away from the rectum.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was discomfort and strong stimulation from the rectum to the pubic area. The patient started experiencing this right when her novocain wore off. The patient did not know how to make adjustments with the patient programmer (pp). The patient confirmed she was able to decrease stimulation from 1.1v down to 1.0v and she felt more comfortable. Troubleshooting resolved the reported issue. The issue started on (B)(6) 2016, the implant date. The following day the patient reported that after making her adjustment she thought it was comfortable but she woke up last night and it was not. The patient was walked through adjusting it from program 1 at 1.00v to program 2 at 0.85v. This felt better and it was off of the spot that was causing discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.